Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was on a ccpd (continuous cycling peritoneal dialysis) at home and was said that the patient's peritoneal dialysis (pd) titanium adapter caused a hole in the pd catheter and fluid leak. This can either be caused by the titanium digging into the pd catheter or pd catheter is getting bent at this area when secured. Although, from past incidents, if it was because of bending by titanium, the tear was usually about 1-2 cm above titanium rather than right at the titanium. Alcavis 50 was the cleaning agent used on the device and its entirety. Gentamicin cream ointment was utilized at the exit site. Sterile gauze and medipore tape (wound dressings) were utilized. The wound dressings did not include any cleaning agents or antimicrobial properties. The cleaning agent(s) were allowed to dry thoroughly prior to dressing the area and prior to applying ointment(s) to the area. The patient was not responsible for any type of catheter maintenance (cleaning, dressing changes, etc.). The cleaning agents were not ever switched over the life of the catheter. The cleaning agents were not ever mixed. The site did not ever use sepsiderm to clean catheters. There was no protocol change for cleaning agents used recently. The patient did not use any type of cleaning agent or antibiotic on the catheters. There was no luer adapter issue. No other products being utilized with the device. The treatment was not complete d. There was no blood loss and no blood transfusion was required. Cefazolin intraperitoneal 125 mg/l as prophylaxis was given to the patient to prevent peritonitis and the patient had no infection after prophylactic antibiotic was given. The catheter was repaired to resolve the issue. There was no reported patient outcome.